Manufacturer narrative:
The device is related to the complaint received, but no patient impact was reported. A manufacturing record review was completed and zero nonconformance's were found therefore supporting that the device met material, assembly and performance specifications. A returned product evaluation was completed on the turnpike device and the evaluation confirmed the complaint received . The distal tip was found to be separated and a small piece was stuck in the coils of the guidewire. The distal tip section of the turnpike was severely twisted, consistent with over torquing the catheter against resistance. The IFU warns, "do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, damage to the catheter, or vessel injury". The probable root cause of the failure is damage during use as evidenced by the damage present to the device.

Event description:
Physician was using turnpike in a sub-total occlusion, trying to exchange the wiggle wire for a rotowire. He turned the catheter into the lad. There was calcium present, but not a full cto. The turnpike tightened down on the wiggle wire and part of the tip broke off and stayed on the wiggle wire.